Event description:
The customer observed a diluent leak of 3 ml from under the flowcell of a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/07/2015. The fse found a plug in the pressure port which did not allow the differential waste chamber, vc13, to drain. He removed the plug which fixed the leak. While the fse was on site, he found differential voteouts. He replaced the retic and diff sample lines and the diff shear valve, cvl85/126, sample line to the mixing chamber which fixed the diff voteouts. He also found the white blood cell, wbc, aperture voting out. He cleaned the wbc aperture and performed voltage conductivity scatter, vcs, calibration which fixed the wbc voteouts. The repairs were verified per established service procedures. (B)(4).